Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. A contaminated pim module was replaced. No further contamination was found in the device. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back issue. The cardiosave was switched and therapy continued. No patient harm, serious injury or adverse event was reported.